Event description:
After placing the zenith main body graft, the contralasteral leg graft was deployed in the right common iliac artery. Due to the length of the length of the leg graft, it was necessary to overlap the leg graft in the main body with a 2 - 2 1/2 stent bodies. In addition, a main body extension was deployed distal to the contralateral leg graft, due to the larger diameter of the aneurysmal vessel. After deploying the ipsilateral leg graft, it was necessary to "offset" the excess number of stent bodies placed above the bifurcation on the contralateral side. An iliac leg extension was deployed above the bifurcation of the main body graft at a height to balance and support the contralateral leg graft. Procedure was concluded noting a successful exclusion of the aneurysm.